Event description:
It is reported that the pt is having trouble walking and was diagnosed with metal particles in the left hip joint.

Manufacturer narrative:
This report will be amended when our investigation is complete.